Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
There was the tunneling of the product to monitor the intracranial pressure by tcsc. The device was inserted in the brain parenchyma, right frontal lobe, and connected to the monitor. It was observed pic 200 and it was incompatible to patient¿s situation. The doctor tried to reset the equipment again, but it didn¿t work. The surgeon changed the device. Replaced with same product. (B)(6) 2015, per affiliate: were there any adverse consequences to the patient? There were no events to the patient.

Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. Several attempts to obtain the sample were made, but the device was not returned. Complaint sample was not returned to codman and no lot number has been provided; therefore, an evaluation of the device not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the device is returned the complaint will be investigated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device has not been returned.